Manufacturer narrative:
H.10: the affected device was returned at the manufacturer site and the reported issue was confirmed. The clamp assembly 60-05-01 was replaced to solved the fault. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred during maintenance activity in (B)(6). A video of the reported failure was shared. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave two error codes associated to the clamp motor and hall sensors during maintenance. Reportedly the issue occurred with 3/8" tubing installed and also without the tubing. There was no patient involvement.

Event description:
See initial report

Manufacturer narrative:
H.10: it cannot be ruled out that a mechanical alteration between the replaced assembly components of the clamp had occurred, leading to a block of the motor and consequently to the reported errors. The affected clamp was already returned for repair due to another event occurred in (B)(6) 2021 and reported under reference 9611109-2021-00241. The repair for this previous event was conducted at the end of (B)(6) 2021. Considering that this specific event occurred in (B)(6)2021, an inaccurate assembly during previous service activity at the end of july 2021 cannot be excluded as potential cause of the reported issue.